Manufacturer narrative:
A complete lead was returned in one piece. The field report of inappropriate hv output was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the lead to be normal. Visual inspection of the lead revealed no anomalies and the extended helix was found to meet specifications.

Event description:
During follow-up, dislodgment of the right ventricular (rv) lead into the right atrium was noted resulting in sensing of atrial fibrillation and delivery of inappropriate defibrillation therapy. The right ventricular lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The field report of inappropriate hv output was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the lead normal. Visual inspection of the lead did not find any anomalies and the extended helix was found to meet specifications.